Event description:
It was reported that after the percutaneous endoscopic gastrostomy tube was placed, the tube was found damaged. It was further reported that the tube was repaired and remains in the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review was not performed as no product lot number was provided by the complainant. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for damaged catheter, as the photo shows a portion of the silicone feeding tube between hands. It shows a partial break in the peg feeding tube near the "20f" lettering. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.. Possible contributing factors include damaged during implantation, sharp instrument damage, and excessive force. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. A photo of the device was provided and is pending evaluation. The investigation is currently underway.

Event description:
It was reported that after the percutaneous endoscopic gastrostomy tube was placed, the tube was found damaged. It was further reported that the tube was repaired and remains in the patient. There was no reported patient injury.